Event description:
The customer reported that her blood glucose reached 30 mmol/l (546 mg/dl) about a day after the device was activated. She noticed that the needle was not in tissue.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not in the tissue at the infusion site. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.